Event description:
The customer received questionable complement c3c results for three patient samples. One patient sample gave discrepant results. The initial complement c3c result was 319 mg/dl. The sample repeated on the same cobas integra 800 analyzer ((B)(4)) gave 149 mg/dl. The initial result was reported, the customer had not yet issued a corrective report but had engaged in conversations with the doctors involved. No adverse event has been alleged regarding the discrepancy. The complement c3c reagent lots involved in the issue were 62231601 and 62637601. The field service representative was unable to reproduce the issue. He performed checks which were within specification. The customer calibrated and ran quality controls, all controls were acceptable. The field application specialist did not find the cause of the discrepancy. The customer implemented extra wash cycles and will continue to monitor.

Event description:
The user noticed high troponin t high sensitive (hs)results for pooled sera samples when the assay followed vitamin d testing. No units of measure were provided. The acceptable range for the pooled sera was 5.8-8.6 and previous results had been 8.58, 7.45 and 7.76. On (B) (6) 2010, the results were 8.02 in the morning, then 22.89 in the afternoon after "a couple of vitamin d results". A repeat testing of the sera generated a result of 8.08. The results on (B) (6) 2010 were 25.89 "after three levels of bone controls for vitamin d", then 8.47 and 8.22. Additional testing of the sera on an unknown date gave a result of 17.5 when vitamin d testing was done at the same time. When the sample was repeated alone, the result "was fine". No specific repeat data was provided. Additional testing of three vitamin d samples before a test for troponin t gave a falsely high troponin t result. No specific repeat data was provided. Repeat experiments with both patient and pooled sera reproduced the problem. No specific repeat data was provided. No information was provided to determine if erroneous results were generated for patient samples and used for diagnostic purposes. No information was provided to determine if any patients were adversely affected. The lot number of the troponin t hs reagent was 15712001.

Manufacturer narrative:
Investigation of the event determined the troponin t results did not differ significantly before and after the vitamin d measurements. A suspected carry-over could not be confirmed. The field service engineer discovered contamination in the prewash station lines and cleaned them. No patients were involved in the case. The events were observed on the controls and in-house pool sera.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.